Manufacturer narrative:
(B)(4). The device has not been received for device analysis. Based on the reported information, the marksman tore as a result of the user attempted to push the flow diversion device against resistance. Per marksman instruction for use, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." This MDR report the second device used in this event. The first device was reported in MDR MFR# 2029214-2015-05053.

Event description:
Medtronic received report that two marksman microcatheters tore during a flow diversion procedure. The patient was undergoing flow diversion with adjunctive coiling to treat an unruptured, fusiform aneurysm in the basilar artery and right vertebral artery. The catheter flushed as indicated in the IFU. The first marksman was used to deliver a flow diversion device. During deployment of the flow diversion, the flow diversion device became stuck; movement stopped completely. Force was applied to push the flow diversion device out and the marksman tore. The physician removed the system (marksman and flow diversion device). A second marksman was attempted and again the flow diversion device could not be pushed out of the catheter. Again, force was applied to push the flow diversion device and the marksman tore. The physician removed the system (marksman and flow diversion). The procedure completed using a competitor catheter to deliver the flow diversion device. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The marksman was returned for evaluation with the flow diversion device. As received, the flow diversion device distal tip coil was found to be deployed outside of the marksman tip and the remainder was stuck inside the marksman. For further examination, the flow diversion device delivery system was removed from the marksman lumen with difficulty. The marksman body was found to be stretched and accordioned at a segment near the distal tip. The marksman also appeared to be separated near the distal tip. The tubing at the broken end exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through tip and hub. The mandrel was able to pass through the marksman tip and hub, but got stuck at the damaged locations. Based on evaluation of the returned devices and the reported event details, the complaint of marksman tear was confirmed. It is possible that the tortuous anatomy and the reported resistance may have subsequently caused the marksman body to become stretched, accordioned and separated. However, the cause for resistance could not be determined. The broken end of the marksman exhibited plastic deformation (stretching and necking) which indicates that the marksman separated when the tensile strength of the tubing material was exceeded. In this event, user error may have contributed to the reported issues as it was reported that force was applied to push the flow diversion device out despite the resistance. Per flow diversion device instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. If the cause cannot be determined, withdraw the catheter. Movement of the microcatheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.